Event description:
Addendum dec 3, 2022: it is not known when the customer reported event occurred. There was no patient involvement.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Information is available on device reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. It is not known if water and air was supplied to the air/water nozzle. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. The air/water nozzle was not wiped or brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the foreign material could not be identified. It was also confirmed that the nozzle was not deformed. There were no obvious reprocessing deviations. Therefore, it was not possible to identify the cause of the remaining foreign material from the acquired information. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there was presence of foreign object in the nozzle. This is attributed to insufficient cleaning. Other observations for the device are: distal end cover (c-cover) is crushed; objective (ob) lens has a scratch; light guide (lg) lens and ob lens adhesive is cloudy; distal end rubber coating (a-rubber) adhesive is cloudy and has a crack; insertion tube snake tube has scratches; switch (sw) sw 1, sw 2, and sw 3 have scratches; boot has wrinkles; and suction cylinder (s-cylinder) has paint peeling. The user¿s complaint of no image was not confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for the evaluation and repair of a no endoscopic image issue. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was presence of foreign object in the nozzle. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of presence of foreign object in the nozzle as observed during device evaluation.